Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Gas gain in iab alarm has been reported. No harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse reported that full preventive maintenance was performed with no failures and returned back to service. Product passed all functional and safety tests per manufacturer¿s specifications.

Manufacturer narrative:
Event site name: (B)(6) hospital.